Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
I was told of a possible first stage knee revision on friday (B)(6) but had no details as to what prosthesis was in the patient or any other details. This morning, 23/9, the orthopedic registrar messaged me the patient, would be having a first stage knee replacement and that an all poly tibia was required. The procedure will take place this wednesday 25/9.